Event description:
It is reported through the patient's attorney that the patient underwent a right total knee replacement in 1998. In 2004, the patient was revised to prevent further osteolysis.

Manufacturer narrative:
Evaluation summary: probable cause cannot be definitively determined. Evaluation: no product or x-rays were returned for evaluation. Device history records indicate device manufactured to specification.